Manufacturer narrative:
B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt) and myopotential oversensing resulting in therapy exhaustion. No adverse patient effects were reported. The device was reprogrammed and remains in service.